Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 29 minutes after starting treatment with a polyflux 14l dialyzer, the patient experienced facial flushing, poor breathing, and "multiple wheal-like rashes all over the body". The patient was given an injection of dexamethasone and sodium phosphate intravenously. It was reported the symptoms were relieved. No additional information is available.